Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 (mg/dl). Customer consumed juice to elevate their bg level to 140 (mg/dl). Contact reported that they are unsure of the cause for the low bg event, and reported that the customer had occasional low bg levels before using the pump.

Manufacturer narrative:
Review of pump data showed that two low blood glucose (bg) levels were recorded between (B)(6) 2016, and the reported event date of (B)(6) 2016. During the evening of (B)(6) 2016, a bolus of 10.2 units was requested, which was higher than the maximum bolus setting of 10 units. The pump data then showed two back to back boluses of 10 units and 0.2 units that were requested and delivered at 7:05 pm and 7:07 pm respectively. Additionally, the customer did not enter carbohydrates in to the pump during either of the bolus requests. A low bg level of 62 (mg/dl) was recorded at 8:50 pm on (B)(6) 2016, while the pump registered 6.75 units of insulin on board. Another low bg level of 51 (mg/dl) was recorded on (B)(6) 2016 at 8:14 am. The customer requested a large amount of insulin that superseded the max bolus setting, which led to a low bg level. The insulin pump operated within specifications, and there is no evidence of a device malfunction or failure.